Manufacturer narrative:
The device has been received. Evaluation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an in-stent restenosis. The 2.75x15 mm trek balloon dilatation catheter (bdc) was advanced without resistance noted and ruptured at 6 atmospheres. A non-abbott bdc was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was unable to be confirmed; however, there was a noted tear on the outer member is what likely was perceived as the rupture by the account. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the noted outer member tear appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.